Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, which resolved the error, and successfully started their sensor session.